Manufacturer narrative:
Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the clinic with one brief pump stoppage on (B)(6) 2018. The patient reported to have sat on the driveline and it folded in half when alarm sounded. The vad clinician tried to re-produce pump stoppage with drive line manipulation; however no pump stoppages occurred. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported a low speed advisory and pump stoppage occurred on (B)(6) 2018 21:24. This event occurred while the patient was connected to the mobile power unit. No further stoppages occurred and no equipment will be replaced. The patient will be monitored and reported to be stable. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The evaluation of the submitted system controller log file confirmed a pump stoppage event while the patient was connected to the mobile power unit; however, a specific cause for the event could not be conclusively determined. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the event cannot be determined without an evaluation of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.